Manufacturer narrative:
On 27-dec-2016, a field service engineer (fse) visited the customer site, replaced the diluent pump, and connected a line to the diluent tank. Afterward, the instrument was performing as intended and therefore no further action required by field service. The most probable cause of the reported event was that the tubing from diluent tank disconnected underneath the main unit. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported error 2105: diluent suction errors with their aia 900. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.